Event description:
The lead was returned by a competitor, with no information provided. The device subsequently tested out of specification during manufacturer's analysis. A national registry search indicates the patient died on nov. 10, 2005. Cause of death has been requested but not received